Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 302832. Batch number#: unknown. It was reported by customer that when they draw saline into syringe and then contrast, there have been occasions where there is something black floating in syringe. States only thing that is black is part of the syringe. Injuries or adverse event: no.

Manufacturer narrative:
Following the submission of the initial MDR, the customer stated: please disregard this report. The rep assisting our customer advised the wrong item was reported in error. Medline will assist the customer from here and we have sent our own return label to the customer. This MDR will be void as the complaint will be cancelled.

Event description:
Per medline: please disregard this report. The rep assisting our customer advised the wrong item was reported in error. Medline will assist the customer from here and we have sent our own return label to the customer.